Event description:
It was reported that a freestyle libre 3 plus continuous glucose sensor had been activated in the libre app and therefore did not provide readings to the ilet bionic pancreas, as the sensor can connect to only one device at a time. No adverse clinical symptoms reported. Outcomes included user instruction to continue ilet therapy using fingerstick blood glucose entries and referral to the sensor manufacturer for a replacement sensor. User support included customer interview and device use review. Investigation of this case revealed use error related to sensor pairing and system interoperability, with the sensor in use by another device preventing data transmission to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was use error involving incompatible or simultaneous device pairing.